Event description:
I purchased this thermometer - description below- from store approx, 2 months ago and used it for the first time one week ago. It appeared to be reading too low, so I tested it against a laboratory reference thermometer in a microbiology lab at a local college and found it to be consistently measuring 2.3 degrees fahrenheit too low. The MFR suggested taking it back to store for an exchange, but if this is a problem with all thermometers manufactured in this lot, then it would seem there's a broader public health and endangerment risk here.